Event description:
Review of the patient's programming history was performed from the data available in the manufacturer's database, and it was observed that a programming anomaly occurred on (B)(6) 2008. A faulted system diagnostic test occurred which changed the settings to unintended parameters. The frequency and magnet on time were not corrected prior to the patient leaving the clinic. No patient adverse events were reported.

Manufacturer narrative:
Review of programming history performed.